Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 208mg/dl. The customer states their levels had been as high as 600mg/dl. The customer states they were spilling ketones. The customer states they treated with manual injections. The customer states they changed out their set 4 times in 1 day. The customer states their levels had dropped to 130mg/dl. The customer declined to troubleshoot at this time and states they would call back at a later time.